Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the cutter device broke off in the attachment device. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reported of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The catalog number and lot number of the device were unknown. Therefore, brand name, common device name, device product code and the date of manufacturing were unknown. The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product lot number was identified upon receipt for evaluation. Therefore, additional information pertaining to the product has been provided. The catalog number, lot number, brand name, common device name, device product code, PMA/510(k) number and the date of manufacturing have been updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit failed the cutter insertion due to a broken cutter that was stuck inside the attachment device. The cutter was removed and the attachment had corrosion inside. The corrosion is what caused the cutter to become stuck. Therefore, the reported condition was confirmed. The assignable root cause was determined to be immersion during cleaning, which is failure to follow the directions for use due to misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.